Event description:
During preparation for use of the pump for a cardiopulmonary bypass procedure, the pump did not properly power up and complete the self test as expected. In addition, a grinding sound was observed as the pump heads rotated. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.